Event description:
The following has been reported: biomed reported: maintenance alarm, "flow control status failure". A preliminary review identified the following issue: mechanical hardware failure (av assembly). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an av failure. During testing, the pump was observed to have excess drag on the fva pins. Despite this mock infusions were able to be performed. An internal investigation found there was contamination on the fva pins. The pins were cleaned and drag was resolved. No additional damage was found.